Event description:
A healthcare facility reported to our sales rep that the rt131 infant breathing circuit was found to have loose fitting between the circuit and the adapter. No pt consequence was reported.

Manufacturer narrative:
The complaint device was visually examined. Results: the connection between the adapter and the circuit was loose. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: the tolerance has been corrected. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0014%.